Event description:
It was reported the patient was implanted with an elevate pc anterior and apical prolapse repair system on (B)(6) 2013. As of (B)(6) 2013, the patient experienced pain during physical exercise, palpation, and dyspareunia. The patient began physiotherapy trigger point treatment on (B)(6) 2013 and began monthly ongoing physiotherapy including trigger point treatment and local "nerval therapy" transvaginally and transabdominally on (B)(6) 2014. The event was not resolved as of (B)(6) 2014. No further patient complications were reported in relation to this event.